Event description:
The following information was provided: the customer reported that the insert was not seating properly, so the surgeons investigated the cause and found that the small metal bar was not positioned correctly, which was preventing the insert from seating properly in the tibia. Clinical consequence: none; another insert was used.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.